Manufacturer narrative:
Address: (B)(4). Three (3) devices were received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing included pressure testing, clear passage testing, and flow rate testing. No issues were noted during functional testing. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that three (3) continu-flo solution set would not prime. During priming with saline, the fluid would stop after filling the drip chamber. The sets were replaced and prime was successfully completed with the new sets. There was no patient involved. No additional information is available.